Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient's pump "flops around" and it was hard to find the fill port since about a year prior to (B)(6) 2018. Sometimes it caused her pain when they tried to find the port. In (B)(6) 2018, the healthcare provider (hcp) drew 20cc of fluid out from around the pump. On (B)(6) 2018, the hcp drew out 40cc of fluid around the pump. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patients weight at the time of the event was (B)(6).